Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedances with current measurements being greater than 125 ohms. Although out-of-range the impedance measurements have remained stable over the past year. The shock alert limit was increased and the device remains in service. Boston scientific technical services (ts) recommended continuous monitoring. No adverse patient effects were reported.